Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an over infusion occurred with the following details: placebo for the above drug (B)(4) 250ml bag prepared as detailed below. Exactly the same volumes and set up as detailed below. "The pharmacist added 242 ml diluent and 8 ml of the drug to the bag. The bag was empty when the device showed 209ml had infused. They would expect it to deliver closer to 220 ml and then add the 30ml for the flush." 209 had infused when bag empty this was reported to bd representatives during site visit. There was patient involvement, but no harm.